Manufacturer narrative:
The insulin pump had damage noted on lcd glass. The insulin pump was received without original belt clip. Unable to verify damage to belt clip. No damage noted on belt clip slot.

Event description:
The customer reported via phone call that they had physical damage to the insulin pump. Customer stated the insulin pump's screen was difficult to read because there was a big scratch present. Customer's blood glucose was unknown. The customer stated the belt clip broke and scratched the insulin pump. Customer stated the insulin pump was functioning as designed. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.